Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that a surgical revision was done and the catheter spliced on (B)(6) 2011. In addition to compounded baclofen reported previously, the pump also infused fentanyl, clonidine, and bupivacaine.

Event description:
Additional information received indicated that the type of baclofen administered via the pump was compounded baclofen. The patient's outcome was noted as having resolved without sequelae as of (B)(6) 2011.

Event description:
Pt had a seroma formation at the tip or the catheter. A cerebrospinal fluid (csf) leak was noted in regards to lumbar site. The 20 ml of clear fluid was aspirated on (B)(6) 2011. The pt's outcome was noted as ongoing. Additional info has been requested, but was not available as of the date of this report.